Event description:
It was reported that the patient presented with increased tone. An x-ray was performed and showed that the catheter had pulled back out of the intrathecal space. The tip was projecting in the posterior soft tissue at the 3rd lumbar vertebra. The metallic marker from the tip of the catheter remained in the intrathecal space and was projecting at the 5th lumbar vertebra. A catheter replacement was performed. The spinal segment of the catheter remained in the intrathecal space as it had broken off at the spinal connection site. The proximal catheter was explanted, but that segment was not ¿implicated¿ as being related to the event. At the time of report, there was no patient injury or adverse event, though it was noted that the patient had been hospitalized. The device system was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8598, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: catheter: product ID 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: catheter. (B)(4).